Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition. The keypad and labels were all intact. During power up the reported error code was confirmed on the display. Event history log review confirmed the error code. The root cause of the reported issue was found to be a faulty motor. Actions were taken to mitigate the reported issue: the motor was replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave "error 45634". No adverse effects reported.